Event description:
It was reported that during routine follow-up of an asymptomatic patient, noise was observed on the right ventricular lead. Capture values were normal and the noise could not be reproduced. Device reprogramming was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.